Event description:
It was reported that the connector portion of cadd cleo infusion sets separated from the adhesive patch after a few hours of wear, while the adhesive patch remained attached to the patient's body. The patient reported that the infusion sets appeared to slide off and used skin tac to improve adhesion. There were patient involvement and no patient harm. The separation resulted in insulin leakage.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.